Event description:
The pt's family member called lifescan in 10/04 and alleged that pt's meter was reading inaccurately low. The medical affairs specialist spoke to the pt the next day and obtained/verified the following information: the pt stated that they felt the meter was set to the wrong unit of measurement for about 2-3 weeks. They stated that it is possible that they went into the set-up mode and accidentally changed the unit of measurement. The pt stated that approximately 3 weeks ago around 8:00 p.m., they obtained a result of 17.4, which they interpreted as 174 mg/dl. Their family member had interpreted the result as 17 mg/dl. They stated that they felt lethargic some time after testing their blood sugar. They stated that they were resting their head on the counter, they lost their balance and slipped and fell. The paramedics were called and they tested the pt's blood sugar when they arrived obtaining a result of 325 mg/dl. No treatment was reported. The pt stated that they are on an insulin pump and that their bolus is based on meals. They reported that they did not make any adjustments to their medication; however, they stated that they may have increased their insulin and, they know their result was actually 313 mg/dl. The pt did not wish to disclose their insulin regimen. The test strips were in good condition, codes matched, and the techniques for applying the blood and for cleaning the puncture site were correct. The pt did not have control solution to test the meter. Based on the information provided, there is indication of a use error, not a meter malfunction. There is evidence that the use error contributed to a serious injury: the pt's treatment was delayed based on the false low reading. No replacement items are being stent to the pt; the issue was resolved with training.